Event description:
A letter from an attorney alleged that the patient's lead broke, and the patient was shocked approximately 19 times. It was also alleged that the patient suffered a heart attack caused by the shocks, together with a great deal of pain. The patient's husband had previously reported that the patient received 19 shocks due to a "faulty" lead. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. The high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.